Manufacturer narrative:
Concomitant medical products: 6948 lead, implanted: (B)(6) 2007; 5554 lead, implanted (B)(6) 2006.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted prematurely. High left ventricular (lv) lead thresholds were also reported. The device was explanted and replaced. Electronic repositioning of the lv lead was attempted several times with poor results and the lead remains in use. No patient complications have been reported as a result of this event.